Event description:
The patient was initially implanted with a bifurcated stent graft, two (2) suprarenal stent graft extensions, an infrarenal stent graft extension and two (2) limb stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately 3.5 years post initial procedure, a possible type 3b endoleak was identified on a CT (computed tomography) scan. The patient is reportedly in stable condition. No further information has been provided. As of date, there have been no additional patient sequelae reported. Additional information: during review of the computed tomography (CT) scans, clinical personnel identified a type ib endoleak of the right common iliac artery, a persistent type ia endoleak, aortic sac growth of 6.5 mm and a non-endologix stent was placed proximally during the index procedure.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the reported event of the type 3b endoleak of the bifurcated stent graft. Procedure related harms, device, user, or anatomy relatedness of this event could not be determined. In addition, review of the computed tomography (CT) scans identified a type 1b endoleak of the right common iliac artery, a persistent type 1a endoleak, aortic sac growth of 6.5 mm, and a non-endologix stent was placed proximally at the index procedure. The type 1b endoleak was likely due to the off label right iliac diameter of 36 mm at one (1) month (should be 10 mm - 23 mm). The type 1a endoleak was likely due to the non endologix stent in neck (concomitant use of products outside the IFU). The final patient status was not reported. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply. Device remains implanted.

Event description:
The patient was initially implanted with a bifurcated stent graft, two (2) suprarenal stent graft extensions, an infrarenal stent graft extension and two (2) limb stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately 3.5 years post initial procedure, a possible type 3b endoleak was identified on a CT (computed tomography) scan. The patient is reportedly in stable condition. No further information has been provided. As of date, there have been no additional patient sequelae reported.